Event description:
It was reported that during removal from the tray, the distal portion of the stent touched the tray, and started to deploy. The partial deployment was noticed, so the stent was not attempted to be passed through the guiding catheter. The device was not used in a patient. A new device was used for the procedure with good effect. The procedure itself was a success. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (ses) was returned with blood on the strain relief tubing and no contrast visible. The stent implant was partially expanded distally from the distal end of the outer member, for a length of 3 mm. There was no damage noted to the stent implant. The distal end of the outer member was retracted 3 mm proximal to the base of the tip. The proximal end of the stent implant was mislocated on the inner member 5 mm distally to the proximal marker. There was no other damage noted to the ses. The tray used during the procedure was not returned. The tuohy borst was confirmed to be tight. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tuohy borst adapter, however, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.